Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy approx. 10 days ago. It was reported part of the staple line did not cut. Other details unk at this time. There was no consequence to the pt.

Manufacturer narrative:
H4: d5 information unavailable.